Manufacturer narrative:
On (B)(6) 2021, during the functional testing, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was due to a defective load cell module 1. The defective load cell was likely attributed to mishandling such as a drop or normal wear and tear. The autopulse platform was manufactured in april 2010 and is 11 years old, well past its service life of 5 years. Visual inspection revealed no physical damage on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed load cell characterization test due to a defective load cell module 1. The load cell needs to be replaced to address the observed failure. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the observed issue and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2021, during the functional testing, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.